Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date, the patient began treatment with an unknown antibiotic intraperitoneally (medication, dosage, frequency, and duration not reported) and an unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was unknown if antibiotic treatment was ongoing. Dianeal singlebag and extraneal therapies were ongoing but it was not reported if dianeal ultrabag therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.